Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator delivered non-sustained right ventricular oversensing alerts for post-paced t-wave oversensing. Programming changes were discussed; no changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.